Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a device malfunction of error 1000 for this device. There was no report of pt involvement.